Event description:
According to the complaint received, event occurred during training on use of peristeen. After the first use, the doctor completed a digital rectal exam and saw blood on his finger. The doctor didn't know if the patient had been bleeding before peristeen use. At the end of the day, the doctor called the patient who reported she had blood on her panties. The doctor advised stopping use of peristeen for now and will check the patient twice a day for 3 days. After that the doctor stated he would probably do a colonoscopy. Following the event, the doctor reported that the patient's bleeding was little and stopped the day after. The patient has been ok since the day after the incident. No further treatment reported.

Manufacturer narrative:
According to the IFU, bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that will require immediate admission to hospital, often requiring surgery. The user should contact doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get thoroughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, through clean-out of the bowels is recommended before starting up the irrigation procedure. The device and device details not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. As no lot number was provided, coloplast is unable to trace the relevant product documentation and check if similar faults were registered from the particular production lot. Should the device or additional information be received, a follow-up report will be filed.